Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that she encountered a communication issue when initially sending the command to bolus. She tapped the option to retry and was again unsuccessful. The patient tried a third time and saw another screen. At that point, the patient opted to cancel but immediately after doing so, when the pdm (personal diabetes manager) brought her back to the home screen, she realized the pod was ticking indicating that it was delivering insulin. The pdm never showed the bolus in progress screen. The patient heard the pod beep to indicate the completion of the bolus. She checked the history and the record of the bolus was not there. The patient powered off the pdm and turned it back on, it never showed the bolus. She had attempted to get the pod and pdm to communicate three times. There was no reported impact to the patient's health.

Manufacturer narrative:
Date of event changed from (B)(6) 2018 to (B)(6) 2018.